Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
During a device eval at philips, the battery was found to have a torn elastomer and a corrupt gas gauge. There was no adverse pt impact.